Event description:
Customer reportedly received the following results on the aviva system: 88 mg/dl (12:47), 79 mg/dl (12:49), 113 mg/dl (12:50), 88 mg/dl (12:51), 81 mg/dl (12:52), 94 mg/dl (12:56) and 57 mg/dl (12:58). Low blood glucose symptoms were reported with these results. Customer was able to self treat with a banana and (B) (6); low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.